Event description:
A report was received that the patient was experiencing increased numbness on knees and was also having difficulty walking due to stabbing groin pain. The patient was given si joint injection for the pain.